Manufacturer narrative:
Ibrahim a, alharbi m, elhilali mm, aube m, carrier s. 18 years of holmium laser enucleation of the prostate: a single center experience. Journal of urology [internet]. 2019 oct 1;202(4):795-800. Available from: https://doi.org/10.1097/ju.0000000000000280. Exact date of event is unknown.

Event description:
It was reported to boston scientific via an article published in the journal of urology that a prospective study was conducted to report the experience at a single center, of long-term outcomes of holmium laser enucleation of the prostate during a period of 18 years. The medical record of (B)(4) patients, who underwent holep of symptomatic benign prostatic hyperplasia (bph) between (B)(6) 1998 and (B)(6) 2016, were included in the study. All cases were performed or supervised by a single expert surgeon. The (B)(4) w versapulse holmium laser system was utilized for enucleation, and morcellation was performed using a versacut morcellator system. The mean of the patients age was about 70 years the medial follow-up was 9.1 years. The article reported the following adverse events: (B)(4) patient required perioperative blood transfusion, (B)(4) of them on anticoagulant required intraoperative blood transfusion, and the other (B)(4) patients, who were also on anticoagulant, developed gross hematuria after being discharged home. These patients were readmitted to the hospital and required bladder irrigation and evacuation of blood clots with blood transfusion. Intraoperative bladder and urethral injuries were encountered in (B)(4) patients, (B)(4) of them were superficial mucosal injuries, which were treated conservatively with prolonged urinary catheterization for 7 days, (B)(4) cases required a open cystostomy to extract a large adenoma, while the remaining 1 case required abdominal exploration due to bladder perforation by the versacut. Mean postoperative catheter time and hospital stay were 1.2 and 1.3 days, respectively. A voiding trial failed in (B)(4) patients, of whom (B)(4) successfully voided 1 week later in the outpatient clinic. In addition, long-term adverse events were also reported, including: urethral stricture in (B)(4) patients after 1 year of follow up. Of these patients (B)(4) were easily dilated under local anesthesia and 6 required visual internal urethrotomy. Bladder neck contracture was noted in (B)(4) patients and all were treated successfully with laser incision of the bladder neck. Retreatment of holep was required in (B)(4) patients. The failure-free survival rate was (B)(4) at 1, 5 and 10 years of followup, respectively. Urinary incontinence was noted in 64 patients post-operatively and stress urinary incontinence in (B)(4) patients, which (B)(4) of them were resolved within 30 days after surgery. Other perioperative and late postoperative complications were also noted in the article, such as: epydidymo-orchitis, thromboembolic, bleeding, persistent lower urinary tract symptoms, acute urinary retention. Functional outcomes of the study were analyzed and concluded a significant improvement. The study concludes that holmium laser enucleation of the prostate is a safe, effective and durable procedure to treat benign prostatic hyperplasia during long-term followup. This report is specifically for the perforation attributed to the morcellator.

Event description:
It was reported to boston scientific via an article published in the journal of urology that a prospective study was conducted to report the experience at a single center, of long-term outcomes of holmium laser enucleation of the prostate during a period of 18 years. The medical record of 1476 patients, who underwent holep of symptomatic benign prostatic hyperplasia (bph) between march 1998 and june 2016, were included in the study. All cases were performed or supervised by a single expert surgeon. The 100 or 120 w versapulse holmium laser system was utilized for enucleation, and morcellation was performed using a versacut morcellator system. The mean of the patients age was about 70 years the medial follow-up was 9.1 years. The article reported the following adverse events: 14 patient required perioperative blood transfusion, 11 of them on anticoagulant required intraoperative blood transfusion, and the other 3 patients, who were also on anticoagulant, developed gross hematuria after being discharged home. These patients were readmitted to the hospital and required bladder irrigation and evacuation of blood clots with blood transfusion. Intraoperative bladder and urethral injuries were encountered in 28 patients, 24 of them were superficial mucosal injuries, which were treated conservatively with prolonged urinary catheterization for 7 days, 3 cases required an open cystostomy to extract a large adenoma, while the remaining 1 case required abdominal exploration due to bladder perforation by the versacut. Mean postoperative catheter time and hospital stay were 1.2 and 1.3 days, respectively. A voiding trial failed in 42 patients, of whom 30 successfully voided 1 week later in the outpatient clinic. In addition, long-term adverse events were also reported, including: urethral stricture in 21 patients after 1 year of follow up. Of these patients 15 were easily dilated under local anesthesia and 6 required visual internal urethrotomy. Bladder neck contracture was noted in 30 patients and all were treated successfully with laser incision of the bladder neck. Retreatment of holep was required in 21 patients. The failure-free survival rate was 96.4%, 93.2% and 90.4% at 1, 5 and 10 years of followup, respectively. Urinary incontinence was noted in 64 patients post-operatively and stress urinary incontinence in 56 patients, which 44 of them were resolved within 30 days after surgery. Other perioperative and late postoperative complications were also noted in the article, such as: epydidymo-orchitis, thromboembolic, bleeding, persistent lower urinary tract symptoms, acute urinary retention. Functional outcomes of the study were analyzed and concluded a significant improvement. The study concludes that holmium laser enucleation of the prostate is a safe, effective and durable procedure to treat benign prostatic hyperplasia during long-term followup. This report is specifically for the perforation attributed to the morcellator.

Manufacturer narrative:
Ibrahim a, alharbi m, elhilali mm, aube m, carrier s. 18 years of holmium laser enucleation of the prostate: a single center experience. Journal of urology [internet]. 2019 oct 1;202(4):795-800. Available from: https://doi.org/10.1097/ju.0000000000000280. Exact date of event is unknown.